Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The error code e315 was unable to be reproduced during the device evaluation. However, it¿s likely the error code temporarily occurred due to water invasion to the device which resulted in abnormalities to the electric parts. It¿s probable the water invasion was a result of physical stress to the subject device. A final root cause of the event was unable to be identified. The event can be detected by following the instructions for use which state: ¿inspection of the endoscopic image.¿ the event can be prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation, the scope was dried, and the scope did not present the scope communication error reported. Upon further inspection, it was observed that the insertion section was leaking. It was also observed that the image guide protector was damaged. It was observed that water tightness was lost due to a crack on the scope connector case unit. It was also observed that the channel tube was leaking. It was observed that the light guide lens was damaged. It was lastly observed that the insertion section was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue occurred during reprocessing of the scope. There were no reports of patient harm associated with this event.